Event description:
The initial reporter stated that the pump was not delivering formula. They stated that the pump had alarmed dose done and that the bag was "still full". Mmdg did follow up with the initial reporter, who stated that the patient had not experienced any adverse effects due to the complaint. No other information was provided. [Complaint-(B)(4)].

Manufacturer narrative:
The device was not returned to mmdg for investigation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmdg, an investigation could not be completed. This report will be updated if the device is returned to mmdg.

Manufacturer narrative:
The device was returned to mmd for investigation. A DHR review was completed and no non-conformances were found. When the device was returned to mmd, it did under infuse, however, it was still within the volumetric range that mmd would consider not reportable. Based on this information, no MDR would have been required.

Event description:
The initial reporter stated that the pump was not delivering formula. They stated that the pump had alarmed dose done and that the bag was "still full". Mmdg did follow up with the initial reporter, who stated that the patient had not experienced any adverse effects due to the complaint. No other information was provided. (B)(4).